Manufacturer narrative:
This event occurred in (B)(6). Quality control before patient testing was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned a high elecsys ft3 iii result on a cobas e411 rack. The customer provided result data for one patient. The initial result was reported outside the laboratory. The sample was repeated at an external laboratory using electrochemiluminescence methodology. The patient¿s initial ft3 result was 9.58 pmol/l with a data flag, and repeat result was 5.75 with no units provided. Ft3 reagent lot number used for patient testing was 396459 with an expiration date requested but not provided.